Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced change sensor and difference between sensor and blood glucose values. The customer reported hyperglycemia with blood glucose value of 500 mg/dl was treated with intravenous insulin and was hospitalized. The customer was feeling sick/unwell and flu like symptoms during hospitalization. The event involved product mmt-396a, mmt-332a, 78893-01, 78893-01and mmt-1884. Troubleshooting was performed. Customer reported sensor glucose value was 80 mg/dl and blood glucose value was 500 mg/dl. Insulin delivery was not suspended due to difference between sensor and blood glucose values. Customer is reporting a discrepancy between sensor and blood glucose values was not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. The customer was using the insulin pump system within 48 hours of reported event. The customer was using the minimed the auto mode/smartguard feature active at time of event. No further patient complications was reported. No product return is required for mmt-396a, mmt-332a, 78893-01, 78893-01and mmt-1884.